Event description:
It was reported that the patient¿s tremor symptom was well controlled following device implant. Beginning in december of the previous year, the implantable neurostimulator (ins) automatically turned off ¿every other time¿ and the patient¿s tremor symptom appeared. After using the patient programmer to turn the ins on, the symptom became controlled. The reporter suspected that ¿it could¿ be caused by battery depletion and an inquiry was made into whether it was battery depletion. The patient was reportedly scheduled to have their device checked the following month.

Manufacturer narrative:
(B)(4).